Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 390 mg/dl while wearing the pod on the leg for between 25 and 36 hours. Symptoms reported include hyperglycemia, fatigue, high heart rate and vomiting. On (B)(6) 2024, the patient reportedly went to school without their personal diabetes manager (pdm) and began feeling unwell around noon. At the hospital, the patient was diagnosed with mild dka and was treated with intravenous fluids and a new pod was applied. The patient was discharged on the morning of (B)(6) 2024.

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.